Event description:
The customer called about an error message she had received while trying to test her blood glucose. While troubleshooting, she performed control tests and received results of 42 and 61 mg/dl. The normal control range was 115-166 mg/dl. The customer did not allege any adverse events. The test strips are to be returned for eval. Replacement test strips were sent to the customer.